Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2015. According to the complainant, the patient had a mesh exposure in the vaginal wall. Elevate - transvaginal mesh (tvm) was performed to treat cystocele and vaginal stump prolapse. After the procedure, hematoma was formed in the paravesical fossa and anemia was observed. But it did not led to blood transfusion, and the patient was then discharged. On the follow-up check-up one month after the procedure, a white spot was found in the wound area, so the patient was prescribed with estrogen formulation. On the follow-up check-up two months after the procedure, about 1cm square mesh erosion was observed in the vaginal stump part. Mesh erosion removal was performed in the outpatient department, and the prescription of estrogen formulation was being continued. Re-examination was scheduled one month later.